Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 520 mg/dl. The customer stated that there is a leak past the second o-ring. The customer was advised that the leak could be an air bubble in the reservoir that is expanding during filling. The customer stated that there is not an air bubble in the reservoir. The customer was advised to the monitor the issue and to return the reservoir back for analysis.